Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 half-height matrix was not detected. A field service engineer diagnostics showed drawers were detected but none would lock or unlock. After unplugging drawer 2 from the bus cable, all other drawers functioned, isolating the issue to drawer 2. Drawer 2-1 was not being detected; inspection revealed the retractor band cable had slipped in the zip tie, rubbing through insulation to bare wires, with several wires severed. Drawer 2-1 was replaced. After reboot, drawers 2-1 and 2-2 worked properly. All other drawers were reconnected, and after booting up, they also functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple drawers were failed. However, there were no delay to patient care and adverse events or injuries reported based on this incident.